Event description:
Information received from the field notes that the device stopped pacing with magnet application. Pacing resumed when the ma gnet was removed. The patient was not pacemaker dependent.